Manufacturer narrative:
Age at time of event: 18 years or older. The device was returned for analysis. A visual examination identified that the balloon was unfolded which indicates that it had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a longitudinal tear in the balloon material. The longitudinal tear was noted to begin at the proximal end of the proximal markerband and continued distally across the balloon material for approximately 18mm. A microscopic examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No damage was noted along the length of the device. No issues were noted with the returned device that could have contributed to the complaint incident. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 17-aug-2018. It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at below rated pressure. The procedure was completed with a different device. No patient complications were reported.